Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported to customer relations via phone conversation "went to affix the handle to the forcep, the forcep still would not close even when the handle was secured on the end of the forcep. In other words, the forcep would not close. The forcep was indeed in the viewing channel; but the forceps just would not close. The procedure was completed (with a device unknown)." Lab evaluation complete on 11march2022: visual inspection: no damage noted on device, wire/stylet visible in viewing window and able to advance. Functional inspection: jaws of forceps able to open and close with difficulty after several attempts. Did any unintended section of the device remain inside the patient¿s body? Per dm, n/a. Please describe the object and how it was retrieved: did the patient experience a delay or require any additional procedure due to this occurrence? Per dm, n/a. Please specify delay or any additional procedure(s) and provide details: has the complainant reported any adverse effects on the patient due to this occurrence? Per dm, n/a. Has the complainant reported that the product caused or contributed to the adverse effects? Per dm, n/a. Please specify adverse effects and provide details. 1.1 for all complaints ask: 1.1.1 please describe the exact location of the biopsy site. I.e. Upper pole, mid pole, lower pole. 1.1.2 was the device functionality tested prior to use? N/a, yes, no. 1.1.3 were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no. If yes, please specify what was observed and where on the device it was observed. 1.2 for occurrences during use (once in contact with endoscope), also ask: n/a.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the (B)(6) 2022.

Manufacturer narrative:
Device evaluation the blb-024115 devices of lot number c1808448 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on the 11th march 2022. The returned device lab examination observations can be referred through attached photos. On evaluation of the device the following were observed. Visual inspection: - no damage noted on device - wire/stylet visible in viewing window and able to advance functional inspection: - jaws of forceps able to open and close with difficulty after several attempts document review prior to distribution blb-024115 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for blb-024115 of lot number c1808448 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1808448. It should be noted that the instructions for use (ifu0034) states the following: ¿after the handle is attached, ensure the operation of the biopsy cups before surgical introduction. Biopsy cups default to the closed position. To open the biopsy cups, pull the finger spool towards the thumb ring. To close, push the finger spool forward. Note: biopsy cups need to be in the closed position before surgical introduction.¿ "visually inspect the product to ensure no damage is occurred. If the package is opened or damaged when received, do not use. If abnormality is detected that would prohibit working condition, do not use". There is not sufficient evidence to suggest that the user did not follow the IFU. Image review n/a root cause review a definitive root cause could not be determined from the available information a possible root cause may be attributed to the user technique summary the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.